Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have experienced the f-38 alarm. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is an ancillary service event discovered during preventative maintenance. The device was repaired on-site at the customer facility by a baxter field service technician. To correct the condition, the force sensing resistors of pump one were replaced. The cause of the f-38 alarm was unknown. The device was returned to the customer in good working condition. If any additional relevant information is received, a follow-up will be sent.